Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump keeps turning halfway when they lay in bed and they have to physically turn it back. The patient reported that this has happened for about a month. No symptoms were reported. No further complications were reported.